Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), transient ischaemic attack ('mini stroke'), seizure ('seizures') and bipolar disorder ('bipolar worsened') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"), 6 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), seizure (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), migraine ("migraine"), nausea ("nausea"), breast discharge ("leakage in her breast"), hypertension ("high blood pressure"), herpes zoster ("shingles"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), mood altered ("moody"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), chest pain ("chest pain"), depression ("depression"), urinary tract infection ("infection (bladder/ urinaryract/vaginal)-both") and vaginal infection ("infection (bladder/ urinaryract/vaginal)-both") and was found to have weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, transient ischaemic attack, seizure, bipolar disorder, abdominal pain, menorrhagia, dermatitis allergic, migraine, nausea, breast discharge, hypertension, herpes zoster, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood altered, fatigue, alopecia, vaginal discharge, back pain, chest pain, urinary incontinence, depression, weight increased, weight decreased, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bipolar disorder, breast discharge, chest pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, herpes zoster, hypertension, menorrhagia, migraine, mood altered, nausea, pelvic pain, seizure, transient ischaemic attack, urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain and abdominal pain. Discrepancy- date(s) of insertion: (B)(6) 2016, (B)(6) 2016. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal ? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), transient ischaemic attack ('mini stroke') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), migraine ("migraine"), nausea ("nausea"), breast discharge ("leakage in her breast"), hypertension ("high blood pressure") and herpes zoster ("shingles"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, transient ischaemic attack, seizure, abdominal pain, menorrhagia, rash, skin disorder, migraine, nausea, breast discharge, hypertension and herpes zoster outcome was unknown. The reporter considered abdominal pain, breast discharge, (B)(6), hypertension, menorrhagia, migraine, nausea, pelvic pain, rash, seizure, skin disorder and transient ischaemic attack to be related to essure. The reporter commented: patient received treatment for pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: mini stroke, seizures, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, migraine, nausea, leakage in her breast, high blood pressure and shingles. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), transient ischaemic attack ('mini stroke'), seizure ('seizures') and bipolar disorder ('bipolar worsened') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced incontinence ("bladder or urinary problems or changes: incontinence"), 6 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), seizure (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), migraine ("migraine"), nausea ("nausea"), breast discharge ("leakage in her breast"), hypertension ("high blood pressure"), herpes zoster ("shingles"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), mood altered ("moody"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), chest pain ("chest pain"), depression ("depression"), urinary tract infection ("infection (bladder/ urinaryract/vaginal)-both") and vaginal infection ("infection (bladder/ urinaryract/vaginal)-both") and was found to have weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, transient ischaemic attack, seizure, bipolar disorder, abdominal pain, menorrhagia, dermatitis allergic, migraine, nausea, breast discharge, hypertension, herpes zoster, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, mood altered, fatigue, alopecia, vaginal discharge, back pain, chest pain, incontinence, depression, weight increased, weight decreased, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bipolar disorder, breast discharge, chest pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, herpes zoster, hypertension, incontinence, menorrhagia, migraine, mood altered, nausea, pelvic pain, seizure, transient ischaemic attack, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain and abdominal pain. Discrepancy date(s) of insertion: on (B)(6) 2016. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received: reporters were added. New events- dysmenorrhea, dyspareunia, moody, depression infection urinary tract infection vaginal infection, migraines / headaches, nausea, bipolar worsened, fatigue, hair loss, vaginal discharge, weight gain, weight loss,chest pain, back pain, abnormal bleeding (general), apareunia, incontinence, device monitoring procedure not performed, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.